Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the mainboard was defective. However, the customer declined the replacement of the mainboard. The device was returned unrepaired. Based on the information available and the testing conducted, the cause of the reported problem was the mainboard. The reported problem was confirmed. The mainboard was found to be defective, however, customer declined repair. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx450 patient monitor intermittently freezes and touchscreen hangs. The display screen momentarily goes static. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx450 patient monitor intermittently freezes and touchscreen hangs. The display screen momentarily goes static. The device was not in use on a patient at the time of the event.